Event description:
Info received indicates, the pump did not alarm when the food was complete. This happened with three pumps total. Only one pump was returned. Provider put water in the bag and it ran fine and stopped when empty. Condition only happens when formula is used on pt. The pump was connected to the pt at the time. Air was pumped into the stomach of the pt and caused discomfort but no injury. Pt was being fed jevity 1cal.

Manufacturer narrative:
The pump was not returned for eval.